Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0334j, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0334j, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the stimulator and the lead was explanted on (B)(6) 2015. Issue reported was greater than 4000 ohms impedance on all pairs. Patient falling led to this event. Diagnostics/troubleshooting performed was interrogation and programming. A new lead and new battery placed. It was unknown if the issue was resolve at the time of report. The patient was reported alive with no injury. The device was returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found that there were no insignificant anomalies. The implantable n eurostimulator was functionally okay.